Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts.

Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: it was said that the child managed to burst the zipper open and create a hole in the zipper teeth.